Manufacturer narrative:
Device was not returned to manufacturer for evaluation.

Event description:
On (B)(6) 2014, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for cardiac tissue repair. Details of the event are provided below. It was reported that the cormatrix ecm was used to augment a mitral valve leaflet in a (B)(6) year old female patient. The device has been implanted for several months before the patient returned due to mitral valve regurgitation. The mitral valve was removed and replaced on (B)(6) 2014. It was reported that the explanted device appeared healthy but thin in appearance